Event description:
It was reported pt experienced a loss of therapeutic effect. Pt had high impedances greater than 10,000 on some of the lead connections at 3 weeks post implant. It was uncertain whether this was an implant or a revision. Reprogramming was planned. Pt's status was unavailable at the time of report. Additional info has been requested and will be reported as follow up as it becomes available.

Manufacturer narrative:
(B)(4).